Manufacturer narrative:
(B)(4). Date sent: 1/15/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the procedure (what specific part of the bowel was resected)? Was the device difficult to close? Was the device difficult to fire throughout? Were the cutline and staple line equidistant? What was the surgeon¿s rationale for removing 6 more inches of bowel? Was the patient¿s post-op care changed? What is the current patient status?

Event description:
It was reported that during a bowel resection procedure, the first reload worked fine. The second reload that was fired stopped halfway. The surgeon had to take six inches more of bowel as a result of the product failure with the second firing. Case completed with another device of the same product code. There were no additional patient consequences reported.

Manufacturer narrative:
(B)(64. Additional information: batch # m55a34. Corrected data: manufacture date: 9/21/2015. Expiration date: 8/21/2020. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was obtained: as the surgeon pushes the firing trigger, the trigger does not stay on track and lost connection with the shroud and locked out.